Event description:
It was reported tha one device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320's jaw broke when firing on the cystic duct. The pt had an extended operating room time.